Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while attempting to monitor a patient who was being transported through the hospital to a medevac, that their device was stuck on the initial self-test in progress screen. The customer advised that they attempted to troubleshoot the issue by cycling the device's power, etc., however, the issue could not be corrected. As a result, defibrillation would not have been possible if it were necessary. The customer advised that there were no adverse effects to the patient as a result of the reported issue. If necessary, a backup AED was available for use, but was not needed.

Manufacturer narrative:
Physio-control replaced the system controller pcb assembly to resolve the reported issue. Other, unrelated, repairs were also completed. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while attempting to monitor a patient who was being transported through the hospital to a medevac, that their device was stuck on the initial self-test in progress screen. The customer advised that they attempted to troubleshoot the issue by cycling the device's power, etc., however, the issue could not be corrected. As a result, defibrillation would not have been possible if it were necessary. The customer advised that there were no adverse effects to the patient as a result of the reported issue. If necessary, a backup AED was available for use, but was not needed.